Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette) it was reported that no disposable alarm on pump 45 minutes away from where they are staying. Able to resolve alarm. Also left secondary pump at home in (B)(6). No further details provided.